Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank. It was reported there was no patient involvement at the time the issue was discovered. It was stated that the unit was old and had a 1st generation light crystal display (lcd). The remote service engineer (rse) advised the replacement of the user interface (ui) assembly. The rse provided the customer with the software upgrade to 2.30 from 2.00 then provided the customer with the part number of the ui assembly to order and replace. A quote was sent to the customer with an order of the ui assembly but was later cancelled. No further service provided. A quote was sent to the customer with an order of the ui assembly but was later cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.